Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented at the hospital after receiving a vibratory alert due to low pacing lead impedance and a vf episode from lead noise. The physician turned off the therapies in order to avoid inappropriate therapies. The lead was tested and no externalized conductors or insulation anomalies were found. The lead will be explanted and a new system will be implanted. The patient was stable. No further information is available.